Event description:
The consumer reported her daughter received a burn on her back from the heating pad. The pt was laying on the heating pad at the time of the incident which is contrary to proper use instruction. She is claiming excessive heat from the heating pad caused an internal burn. The pt has limited mobility and sensation due to a previous injury. The pad was used contrary to proper use instructions which state that the pad should not be used on pts with insensitive skin or paralysis.